Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a damaged grommet, and indicated a damaged set screw. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was not used during the implant procedure. The ipg was prepared for implantation and the torque wrench was used to unscrew the grommet. It was observed that the grommet separated from the device and was attached to the wrench. The grommet was unable to be reconnected to the device. The ipg was replaced. No patient complications have been reported as a result of this event.